Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 9 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. The returned lead fragments were analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. The conductor coil was found squeezed 41.5 cm proximal to the lead tip. The deformation probably occurred during the surgery due to mechanical stress. The suture sleeve was found damaged. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the observed loss of capture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
No capture was reported on this lead. During lead repositioning attempt it was observed that the sleeve was damaged. Lead was explanted and cut during the procedure. Should additional information be received, this file will be updated.